Event description:
Following a urethral bulking implant, the patient went into retention that lasted for over five weeks. The patient was treated with medication and intermittent catheterization until issue resolved. Patient is currently doing well with no retention and improved bladder control. Doctor believes there is a casual relationship between retention and product that resulted in a temporary obstructive effect.